Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Postoperative diagnosis: patient underwent left knee replacement in 2013 out of cors scope. Patient underwent left total knee replacement of liner (B)(6) 2017 by dr. (B)(6). Patient had left knee periprosthetic joint infection and all components exchanged (B)(6) 2017. Update: on (B)(6) 2018 the patient suffers a ppfx of the femur (b1) and receives an orif. No components were exchanged at that time. This is for second revision due to infection.